Manufacturer narrative:
Unit passed prime/delivery, excessive no delivery alarm test and displacement test. No excessive no delivery alarm. Unit received with scratched lcd window, cracked display window corners, battery tube threads cracked, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 408 mg/d, which was treated with manual injection.. Customer was able to resolve no delivery with a complete set change. Customer also reported that insulin pump was cracked from display screen to battery cap. Customer was advised that insulin pump would need to be replaced.